Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in the endovascular treatment of an unknown size abdominal aortic dissection. It was reported during the index procedure, the endurant ii stent graft was successfully implanted. Final angiogram was performed and evidence of endoleak type IV / type iii was noted on the sac filling around the flow divider. No further action was taken. It was reported that a CT was performed 2 days later and contrast media was still visible in the sac. Approximately 5 months post index procedure, during a planned intervention, the first angiography was performed and the endoleak was not visible anymore. The physician stated that since they were already in, a non-medtronic stent graft was implanted. As per the physician the cause of the event was a tear in the fabric, or hole on suture. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak could be observed on the films provided; however the type and cause of the observed endoleak could not be determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. Lack of returned angiography images from 5 months post index procedure showing the endoleak, did not permit a more comprehensive analysis of the endoleak source/cause. While a type iii fabric endoleak cannot be ruled out, it would be less likely to have occurred at index and analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to a type iii endoleak (e.g. Calcification). This appears likely to have been an acute type IV blush endoleak caused by fabric porosity. This likely type IV appeared as a focused endoleak from the flow divider that is due to the higher porosity in that portion of the stent graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. It is also possible that a type ii endoleak from a collateral vessel may have been present. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.